Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery handpiece device lid, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of excessive noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the battery handpiece device had a seized bearing, moving parts did not move smoothly and would not run. It was further determined that the device failed pretest for check for mechanical free moving and check function of device. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the battery handpiece device generated more noise than normal. It was noted that the device was more than six years old and required a service. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.